Event description:
It was reported that a hole in the sheath occurred. A 7 fr x 25 cm super sheath introducer sheath was placed into the arm over the wire for treating slow flow fistula procedure. The wire was removed and took an angiography of the arm by injecting the contrast through the sheath. However, the contrast was found coming out of the tip of the sheath. Another contrast was shot, and it was confirmed that the contrast was coming out in the middle part of the sheath. The device was removed and found a hole in it. Another sheath of the same size and type was used to complete the procedure. There were no patient complications as a result of this event, and the patient was stable.